Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va191pq, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va191pq, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported never having therapeutic effect; that the therapy had never helped since they received the implant. The patient stated that they did adjust the setting however when they increased the setting, the stimulation sensation was very uncomfortable in the crotch. The patient stated that it ¿felt like I was being electrocuted,¿ however they did clarify that the stimulation didn¿t actually electrocute or shock them, that was the expression that they had used to describe how it felt to them. The patient stated that when the uncomfortable stimulation occurred, they decreased the setting however noted that the lower setting did not help with symptom relief. The patient reported that about 1-2 months after the implant, the complete system had been removed and noted that they were told that the ¿wires had moved.¿ patient services reviewed and explained that the patient had one implanted system and that there was only one wire, to which the patient commented about their trial experience at the health care physician (hcp) office thinking that was when they had two wires. The patient had asked about what to do with their 3037 patient programmer and antenna and the options were reviewed with the patient. There were no further complications reported.